Event description:
It was reported that one day after implant the pacing thresholds on the right ventricular (rv) lead had increased resulting in loss of capture, and an x-ray was done to see if the lead had moved from the implant. An x-ray showed that the lead had not moved, but it was suspected that the lead may be in the coronary sinus. A cardiac ultrasound was performed and a coronary computer tomography scan. The patient had experienced discomfort and pan as well as inadequate stimulation. The physicians are consulting to determine next steps. Additional information noted that the patient was brought back to the catheter lab to try to reposition the lead. After the procedure the lead was correctly positioned and working appropriately with no complication. No additional adverse patient effects were reported. The rv lead remains implanted.

Event description:
It was reported that one day after implant the pacing thresholds on the right ventricular (rv) lead had increased resulting in loss of capture, and an x-ray was done to see if the lead had moved from the implant. An x-ray showed that the lead had not moved, but it was suspected that the lead may be in the coronary sinus. A cardiac ultrasound was performed and a coronary computer tomography scan. The patient had experienced discomfort and pan as well as inadequate stimulation. The physicians are consulting to determine next steps. No adverse patient effects were reported. The rv lead remains implanted.